Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle, following test firing of the needle during preparation for a biopsy procedure. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device has not been received for eval. Therefore, a failure analysis is not available. The co is unable to determine the exact cause for this event. The companys' directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, no not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."